Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the tracheostomy tube was broken off on one side where the inner cannula clicks into the tracheostomy tube itself. The customer also indicated that the ear, nose throat(ent) doctor removed and replaced the tracheostomy tube with another one.